Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged.

Event description:
It was reported that a faradrive steerable sheath prior to procedure during preparation presented the dilator deformed and sharp. To solve the issue the sheath was replaced, and no patient complications occurred. No clear statement was provided to report the procedure completed. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath prior to procedure during preparation presented the dilator deformed and sharp. To solve the issue the sheath was replaced, and no patient complications occurred. No clear statement was provided to report the procedure completed. The device is expected to be returned.